Event description:
Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part & lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013. Comment: a revision date has been scheduled for (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from inflammatory arthropathy, fluid accumulation, damage to the tissues and structure of the hip. Also alleged metallosis, syperactive synovium, and chromium and cobalt toxicity.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain, swelling and metallosis. The complaint was updated on: (B)(4) 2013. Comment: there is a side discrepancy. The (B)(6) states the left side, while litigation states the right. There is no indication of which side is the correct side or that the patient is bilateral. Should we receive additional information, we will update if needed.